Event description:
It was reported that a home patient (hp) experienced a break in aseptic technique further described as the area not being cleaned before starting peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the reported event. The treatment for peritonitis was with injection vancomycin (1g and again after 5 days, route of administration not reported), injection fortum (1g and then at the night bag, route of administration not reported), injection amikacin (125 mg and then at the night bag, route of administration not reported) and injection heparin (2 ml, every day and route of administration not reported) for peritonitis. The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.